Event description:
It was reported that customer had high blood glucose level of 24 mmol/l. Customer took injection and blood glucose went down to 22 mmol/l. Smart guard feature information was unknown. Customer declined to troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.